Event description:
A peritoneal dialysis patient reported that the cyler was not working properly and that moisture had been found in the cassette. There is no report of pt ill effect. The sample is available for eval.